Manufacturer narrative:
According to the received information the equipment had returned to normal and the user decided to handle it on their own. No further information was provided and no on-site investigation was performed. No log files have been provided and no parts were replaced. No root cause could therefore be established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code. No more. Information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).